Manufacturer narrative:
E.1.: initial reporter phone: (B)(6). The promus premier ous mr 20 x 2.25 mm stent delivery system was returned without the stent crimped onto the balloon. Visual and tactile inspection revealed multiple kinks along the hypotube shaft, but no issues were found with the outer or mid-shaft sections, or the inner lumen of the device. Microscopic analysis of the balloon cones showed no issues. Crimp markings were visible on the balloon material, but no positive pressure had been applied. The bumper tip showed no signs of damage. No other device-related issues were identified during the returned product analysis.

Event description:
Reportable based on device analysis completed on 26nov2025. It was reported that stent damaged occurred. The target lesion, with 90% stenosis, was located in the severely tortuous and severely calcified left anterior descending artery. A 20 x 2.25 mm promus premier stent was advanced via a 6f guide catheter. It was reported that the stent had burrs, with the surface not being smooth. The stent was removed and the procedure was completed with another stent of the same type. No patient complications were reported. However, returned device analysis revealed stent detached/separated.